Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Unable to performed functional test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm check settings. Customer's blood glucose at time of incident was unknown.